Event description:
It was reported that the navigation system ii - cart cable had a split in it with wires exposed. There was no patient involvement, no adverse event was associated with the device.

Event description:
It was reported that the navigation system ii - cart cable had a split in it with wires exposed. There was no patient involvement, no adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is received and evaluated. (B)(4).

Manufacturer narrative:
No failure was found with the navigation cart: the main power cable that was returned with the navigation cart was sliced.